Manufacturer narrative:
Third party service agent replaced the system pcb assembly, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The root cause of the reported issue was isolated to the system pcb assembly, further root cause can not be determined.

Event description:
A third party service agent contacted physio control to report that their customer's device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Third party service agent evaluated the customer device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio control to report that their customer's device would not power on. There was no patient use associated with the reported event.